Manufacturer narrative:
B3: date of event was estimated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. Review of the submitted log files captured the pump operating as intended. No notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, and section 6 ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the patient handbook, ¿introduction¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. Section 8 of the patient handbook entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came with complaints of feeling their pump 'pulsing' or 'thumping' for the last month. The patient did have an increase in pulsatility index (pi) events on their log files since they were last seen a month ago. Most recent implantable cardioverter-defibrillator (ICD) interrogation did show any events. Log files were sent for review. The event log captured routine events. The ventricular assist device (vad) and peripheral equipment appeared to be functioning as intended. No rotor concerns noted in the log and temperatures for the vad were within normal limits.